Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The brazing joint of the operating pipe and basket wire were broken off. In addition, the following reportable malfunctions were identified during the device evaluation: the basket wire was deformed. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction h6 and h11. Corrected field: h6 health effect - impact code - added f1908, investigation findings from c24 to c0706 and investigation conclusions from d1501 to d02. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above, the basket was deformed and the operating pipe broke. 3. The lithotripsy continued by combining the emergency lithotripter and the subject device. However, a force beyond the strength resistance was applied to the operating wire. As such, the operating wire was broken at the brazing joint of the basket wire.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1-facility: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp), when trying to break a large stone, the wire at the root side of the control section of the lithotriptor had ruptured. An emergency device was inserted against the ruptured wire to break the stone further but the wire on the basket side ruptured and the basket portion remained inside the patient's body. The physician attempted to remove the part endoscopically but was unsuccessful. The patient was then sent to surgery on an emergency basis. Emergency surgery was successfully completed to remove the wire part and the stone. The patient was admitted to the hospital and was progressing well. There were no further reports of patient harm.